Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The device had cracked case at display window corners, cracked reservoir tube, minor scratched lcd window, and stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a blood glucose level of 428 mg/dl. The customer received a button error alarm from her insulin pump when she attempted to bolus. The customer stated the numbers started ramping up, then she received the alarm. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.